Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by deleting the exams from the database to free up space. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was displaying error: "image disk full" and would not acquire images. The customer deleted the images from the database to clear up the memory. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would do cine but would not acquire fluoroscopy images. The system was in clinical use. There was no reported patient or user harm. According to the case notes, the customer deleted images from review list, and the system was retuned to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.